Event description:
It was reported that the vital polyaxial head twisted off and the screw shank remained in the bone. The surgeon was advancing the screw using the vital screwdriver when the polyaxial head twisted off. The surgeon was able to remove the screw shank with the vital height adjuster driver. A a new 8.5 x 50 mm screw was used to complete the surgery.

Manufacturer narrative:
Corrections to d9 and h3. Additional information in d4: UDI number, h4, and h6: component, method, results, and conclusion. This follow-up report is being submitted to relay additional information. The complaint is confirmed for one returned vitality screw for the failure of disassembly during implantation. Medical records were not provided for review. Device evaluation: product could not be located at the time of part evaluation, so an evaluation could not be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to patient conditions, off-axis forces applied while inserting the screw, or other operational conditions not described by the complainant. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Device cannot be located.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the vital polyaxial head twisted off and the screw shank remained in the bone. The surgeon was advancing the screw using the vital screwdriver when the polyaxial head twisted off. The surgeon was able to remove the screw shank with the vital height adjuster driver. A new 8.5 x 50 mm screw was used to complete the surgery. Patient may have retained a foreign piece.